Manufacturer narrative:
Batch review performed on 19 november 2021: lot 2005752: 150 items manufactured and released on 12-aug-2020. Expiration date: 2025-07-27. No anomalies found related to the problem. To date, 138 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in 11 months after the primary surgery reporting instability and the cause of the instability is unknown. The surgeon revised the insert (from 10mm to 14mm) and the surgery was completed successfully.